Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. If explanted, give date (mo/day/yr), explant date is (B)(6) 2023. It is noted to be 'ni' as error message 'date implanted must be prior to date explanted' was received when trying to submit the initial report. The implant date is in 2009 which is prior to the explant date which is in 2023.

Event description:
It was reported that during a battery replacement the lead came apart when removing the old generator. The patient ended up undergoing a full revision. The products were not made available for return. No other relevant information has been received to date.

Manufacturer narrative:
D6a. If implanted, give date (mo/day/yr), corrected data: initial report initially failed with both the implant and explant date listed, so resubmitting to ensure the error has resolved. D6b. If explanted, give date (mo/day/yr, corrected data: initial report listed ni instead of the explant date.